Event description:
During a percutaneous transluminal angioplasty (pta) to the saphenous vein the balloon was reported to have burst. The vessel was described as calcified. There was no reported patient injury. No additional pt, lesion/vessel or procedural info is available. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.